Manufacturer narrative:
According to the clinic, the patient underwent a skin revision (skin debridement) procedure on (B)(6) 2019.

Event description:
Per the clinic, the patient experienced recurrent infection (cellulitis) around the abutment and history of hypertrophic scar. Subsequently, replacement to a longer abutment attempts were made; however, the issue could not be resolved. Removal of abutment and convert the patient to a transcutaneous osia implant system is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.